Event description:
Customer called to report a drive tube break at around 1400 ml wbp on a procedure that was performed earlier in the day. No alarms or issues were experienced before that point. Collect rate was 35 ml/min and return rate was 40 ml/min and the procedure was in double needle mode at the time of the break. Blood was not returned to the patient. The kit has been disposed of. Service order (B)(4) was dispatched.

Manufacturer narrative:
A review of lot c345 was performed and there were no nonconformances associated with this lot. This lot met release requirements. Trends were reviewed and there was no trend detected for complaint category, drive tube leak/break. Drive tube leaks/breaks were investigated through CAPA (B)(4), which has been closed, and CAPA (B)(4). Service order (B)(4) feedback: the service technician cleaned the system and performed system checkout procedure. No repairs were needed; no further action necessary. The assessment is based on information available at the time of the investigation. There was no product returned for investigation; therefore it could not be determined if this product met specifications based solely on information provided by the customer. Complaints are monitored through tracking and trending. Should a trend arise, further action will be taken at that time. (B)(4).